Event description:
Ous MDR - after an implantation period of about 5 months, it was reported that the patient was admitted to emergency care with a syncopal episode due to a high threshold above 6v. A lead malfunction or an insufficiently connected lead was suspected. During surgery, the lead was found to be ok. Therefore the pacemaker was electively replaced and returned for analysis. Apart from the syncope, no further adverse patient side effects have been reported.

Manufacturer narrative:
Upon receipt, the pacemaker was visually inspected revealing scratches on the pacemaker housing. These were considered to be normal and expected. The header of the pacemaker was mechanically analysed, revealing no anomalies. The set screws could be easily screwed in and out, there was no foreign material inside the header bores. All dimensions of the header bores were within the range requested by the is-1 standard specifications. Also the spring elements of the pacemaker did not show any deviations. At a next step the pacemaker was subjected to an electrical incoming inspection. The pacemaker was interrogated and the pacemaker's memory content was analysed indicating no deviations. The battery was found to be "ok." The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless and in amplitude and frequency as programmed. There was no indication of a device malfunction. Therefore, an additional long-term pacing test was initiated. During the test, each pacing pulse was recorded. The evaluation of these pacing pulses documented regular device behaviour. No intermittent or permanent loss of output was present. In summary, the device is fully functional. With regard to the issues as mentioned in the complaint description, the analysis did not show any deviations from the technical specifications. The analysis did not reveal any sign of a material or manufacturing problem.